Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds one day post implant. The physician believed exit block was the cause of the high thresholds. An invasive procedure was performed to explant the lead and place a new lead. No adverse patient effects were reported.